Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: differently from what previously scheduled, the revision surgery was performed on (B)(6) 2016 and it was completed successfully. The surgeon revised the stem, head, liner and cup. On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: migration of the acetabular component in a tha performed five years before. No clue as to the possible reason for migration. The only available x-ray is pre-revision, so the original position of the acetabular component could not be evaluated, and the same applies to an evaluation of the integrity of the medial acetabular wall. There is no reason to think that this migration is due to a faulty device. On 26 july 2016 the r&d project manager performed a preliminary investigation and commented as follows: migration of the acetabular cup visible from the pre-revision x-ray. From the received photos it is not possible to determine the causes of the event. Batch review performed on 27 july 2016. (B)(4). On 27 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 28 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 08 june 2016 from the surgeon by medacta website and includes: I need to revise an acetabular component for a medacta total hip replacement. Additional information received on 10 june 2016 and includes: the patient had a primary hip surgery in (B)(6). The date of the primary is unknown. The patient came in due to instability. The revision date has not been scheduled. Additional information received on 22 june 2016 and includes: the surgery is scheduled for (B)(6) 2016. Batch reviews performed on 05 july 2016. Lot 110859: (B)(4) items manufactured and released on 20 may 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Versafitcup cc acetabular shell ø 54, code 01.26.50mbt, lot. 103803 (not marketed in USA) (B)(4) items manufactured and released on 15 february 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Versafitcup hooded pe hc fixed liner diam 28 / c, code 01.26.2839hcat, lot. 111550 (k103352) (B)(4) items manufactured and released on 17 june 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon plans to revise the cup for this patient. The reason for the revision is not yet known.